Event description:
Additional information received.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. D4-model # to pcf-hq190i. D4 primary UDI number to (B)(4).

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for >100 colony forming units (cfus) of stenotrophomas maltophilia and 1-10 cfu of klebsiella oxytoca in the washing channels. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the customer cleaning disinfection and sterilization (cds) processes and the complaint investigation. Updated fields: h6, h11. Correction field of the initial report: b5. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed, and a root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.